Event description:
Additional information received reported the catheter issue was identified in the (B)(6) of 2014. The patient experienced spasticity and pain. The patient's oral baclofen was increased. It was noted that oral baclofen was continued and they were using prialt in the pump for pain. It was unknown how the patient was doing per the healthcare provider.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2001, explanted: (B)(6) 2015, product type catheter (B)(4).

Event description:
A catheter break/fracture occurred at the anchoring point where it enters the fascia towards the spinal column. It was unknown as to whether there were any patient symptoms/complications associated with this event. A replacement was performed; the catheter was partially explanted because the distal portion was unretrievable per the surgeon, therefore the catheter segments were left in the intrathecal space. The explanted portion was discarded. The patient status at the time of this report was ¿alive ¿ no injury¿. The pump had not yet been filled with medication and contained preservative free saline. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)